Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter was reading inaccurately high compared to another meter and feelings/normal readings. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when medical surveillance specialist made a follow up call to the patient. The patient reported that the alleged inaccuracy began a few weeks ago. The patient reported obtaining inaccurate high blood glucose results of ¿433 and 355 mg/dl¿ on the subject meter compared to feelings/ normal readings she also reported the reading of ¿355mg/dl¿ compared with ¿178mg/dl¿ obtained on a one touch ultra 2 meter. The patient manages her diabetes with a combination of diabetes medications including ¿humalog, lantus, and symlin pen¿ as a result of the alleged high readings the patient reported that she increased her insulin dose by an unspecified amount. The patient reported she developed symptoms of ¿lightheaded, sweaty and unwell¿ after the alleged product issue and self-treated with food and /or drink. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure. Cca noted that the patient had been using expired test strips. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.